Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not confirm the reported complaint of sf179. Review of the device error logs revealed an error message (sf75) related to a pneumatic block software calibration issue. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: case (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to a super capacitor issue and had an unresponsive touchscreen. There was no harm or serious injury reported as a result of this incident.